Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive, but worked once the pump was removed from the case. The customer's blood glucose level was 229 mg/dl. The customer declined follow up from customer technical service. No additional information was provided.